Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that his insulin pump was rewinding on its own. The caller kept getting high readings over 500mg/dl and ended in the hospital with high blood glucose. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Insulin pump alarmed motor error during the basic occlusion test and priming due to a faulty force sensor resistor. Unable to perform excessive no delivery alarm and occlusion test due to the prime anomaly. A cracked reservoir tube lip, scratched display window and missing end cap sticker noted during the visual inspection.